Event description:
A home-user perforated urethra when inserting a urethral catheter. The user alleged the catheter was defective with "bubbles" observed along the shaft of the catheter. User cleans and reuses the catheter allegedly per dr's instructions. User wipes the catheter down (distributor didn't know with what) and microwaves it for 3-5 seconds. After re-using one of the catheters, pt experienced pain and was taken to the emergency room where they were taken to surgery to repair a urethral tear. Distributor was advised that product is sold as single use, disposable, w/instructions that state "do not reuse and do not resterilize". Distributor was further advised that pt should consult dr regarding proper technique/use/and examination of urethral catheters prior to use.